Event description:
The customer reported abnormal noise was generated from the subject device during ultrasonic output in an unspecified therapeutic procedure. After the abnormal noise was generated, output was no longer possible. No error occurred. The device had been used in approximately ten cases and small scratches could be confirmed on the probe. The procedure was completed using another similar device. The subject device was sent to olympus for evaluation. During inspection and testing, the gripping surface was worn and partially peeled. This report is being submitted for the malfunction found during evaluation (peeled gripping surface). There was no effect on the patient due to the event.

Manufacturer narrative:
During inspection and testing, the gripping surface was worn and partially peeled. A review of the device history record found no deviations that could have caused or contributed to the gripping surface peeling. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the peeling of the gripping surface was caused by repeatedly outputting ultrasonic waves with the gripping part closed when nothing is gripped between the gripping part and the tip of the probe or when it is not possible to confirm whether the gripped tissue has been cut. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "if the ultrasonic output warning indicator lights up during use, immediately stop using the product, remove the product from the body cavity with the transducer and detachable cable connected, and perform the following inspection and treatment. If you continue to use it as it is, the tip of the probe may break and drop into the body cavity." "This product is intended for soft tissue. Do not output ultrasound while grasping hard tissue such as bone or calcified tissue, or metal clips or other surgical instruments (such as uterine manipulators) with the tip of the probe. The probe may become hot and break before the ultrasonic output warning indicator lights up or the warning sounds." "Use a soft object such as gauze to remove charred dirt from the tip of the probe. If you try to scrape it off with a hard object such as a scalpel blade, the tip of the probe will be scratched, and there is a risk that the probe will break and drop into the body cavity when ultrasonic waves are output." Olympus will continue to monitor field performance for this device. In addition, there was a crack at a point 12.5 millimeters from the tip of the probe, and scratches were present around the crack. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.